Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed a crack on the device housing. The device was able to power on using customer supplied batteries. The device was verified operationally and functionally. Set preset simulation to 98% spo2 and 55bpm for 15 minutes. Device displayed 98% spo2 and 55bpm continuously for 15 minutes. No unexpected change in measurement values observed. Both manual and preset simulation tests passed. No product performance issue was identified related to spo2 and pulse rate. The device was found to visually and audibly alarm during alarm conditions. Internal inspection revealed no damage or defects and no loose cabling or loose circuit board to circuit board interconnections were observed. A service history record review reveals that this unit was in the field for over eleven (11) years with no previous reported issues related to this reported event.

Event description:
The customer reported spo2 is reading low. No patient impact or consequences were reported.